Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-ogden adapter and blood port caps. The fibers were wet with indication of blood contamination. Coagulated blood was noted within each header cap and the screw flange threads. Gross visual examination did not identify any defects or damage on or within the returned dialyzer. The polyurethane potting material remained intact, there was no visible broken fibers, kinked/looped fibers, or fiber fragments within the fiber bundle. No cracks, damage or irregularities were noted on the returned sample. The dialyzer was subject to a laboratory bubble point test (internal leak test) where no leaks were observed during testing. This is possibly due to the coagulated blood within the screw flange threads on both ends of the dialyzer. Further visual examination identified a pe/pu silver between the non-cavity ID end o-ring and pu cut surface, which may have prevented a proper sealing surface during treatment potentially resulting in the reported external blood leak. The reported complaint is confirmed. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The dialyzer was visually observed to be leaking from the arterial header. The estimated blood loss was unk. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has not been returned to MFR.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.